Event description:
It was reported that; navigated tap inserted into pedicle - 55mm. Tap became stuck. Had to mallet out tap. Tip of tap broke off in pedicle.

Manufacturer narrative:
Lot number update :140763. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: per the correspondence it was confirmed that the patient had very hard bone, which resulted in making the tap difficult to remove. The tap was then removed using a vice grip that was impacted. These devices should not be impacted, as this is not their intended use. Conclusion: the most likely cause of the customer reported event is the impaction of the device with the patient's hard bone contributing to the event.

Event description:
It was reported that; navigated tap inserted into pedicle - 55mm. Tap became stuck. Had to mallet out tap. Tip of tap broke off in pedicle.